Manufacturer narrative:
We have reviewed our device history record and confirmed that this batch met mfg requirements prior to shipment. As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of a device malfunction or any deficiency with the instruction for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends. The IFU advise the user that the excess part of the velcro strap can be cut or fixed (thread under the compression pad strap).

Event description:
A radistop was applied following radial coronary angiography. Afterward, on the nursing unit, the radistop was caught on the sleeve of the pt gown and the compression pad became displaced causing arterial bleeding. Manual pressure was immediately applied and the cath lab was notified and replaced the radistop compression pad. There were no consequences to the pt since bleeding was immediately controlled.